Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint connecting the rear pulse wires on the dn. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's electrode belt had a damaged cable.